Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ra and rv leads both had noise present. A lead revision was attempted on (B)(6) 2017, however when the physician tried to remove the ra lead, it fell on the patients mitral valve and the physician was worried about complications. The physician referred the patient to another physician. On (B)(6) 2017, this rv lead and the associated ra lead were removed without complication. No adverse patient events were reported.